Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported that patient was  not voiding very much when they. Their total voids so far have only been 175ml.  Trial stated on (B)(6) 2021 and information was reported on (B)(6) 2021. No further complications were reported/anticipated at this time.